Manufacturer narrative:
Additional information: d 4: unique identifier added. H 3: evaluation summary. A device history record (DHR) review was completed for the reported lot number. There were no manufacturing issues related to the complaint issued for this lot. One sample was received and reviewed. After visually inspecting the sample, it was confirmed that there are 11 sponges. The reported condition is confirmed. The returned product did not meet quality release specifications. A formal investigation was opened for the reported condition and the lot number provided is within the scope of the corrective and preventative action (CAPA) plan. This complaint is included in the CAPA. The CAPA is in the effectiveness stage.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported there were 11 each in the package that should contain 10 each.